Event description:
It was reported that the lead warning triggered, and the lead exhibited noise. It was further reported that the patient experienced pocket stimulation. The lead apparently fractured due to a clavicle crush, and the lead exhibited no capture when in bipolar. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the lead warning triggered, and the lead exhibited noise. The lead will be replaced in the near future. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.